Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a blow to the head at the implant site resulting in a loss of connection to the internal device. The device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery.